Manufacturer narrative:
(B)(4). Corrected data: section b.4.-date of this report corrected to 02-aug-2024. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "in the ICU and post-surgical anesthesia, doctors and nurses inserted arterial catheters into patients for a time. These catheters stopped working. Doctors had to replace the catheters. The insertion method used in some of these catheters was with and without ultrasound. After insertion of arterial catheters, before 24 hours, there is no signal or the signal is muffled. If a blood sample is required, it is not obtained. This happened with different catheters from different lots". Associated complaint 3006425876-2024-00840 and 3006425876-2024-00841.

Event description:
It was reported that: "in the ICU and post-surgical anesthesia, doctors and nurses inserted arterial catheters into patients for a time. These catheters stopped working. Doctors had to replace the catheters. The insertion method used in some of these catheters was with and without ultrasound. After insertion of arterial catheters, before 24 hours, there is no signal or the signal is muffled. If a blood sample is required, it is not obtained. This happened with different catheters from different lots". Associated complaint 3006425876-2024-00840.

Manufacturer narrative:
(B)(4).